Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead dislodged during a routine upgrade procedure. The patient was brought back in for a revision and the existing lead was removed and replaced. The patient was reported to be stable prior, during and following the procedure.